Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia device experienced a low priority alarm 30166 (max air exceeded) alarm. The patient was not connected at the time of the alarm. This occurred during setup fir peritoneal dialysis therapy. During troubleshooting, it was discovered that there was a leak from the connection of the red line. Renal therapy services (rts) assisted the patient with ending the therapy session and restarting therapy with all new supplies. Proper procedures per the user manual were reviewed with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.